Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. It was reported that the catheter was accidentally cut during surgery "years ago" (from (B)(6) 2017). There were no further complications reported.